Event description:
It was reported that there was a patient with history of gerd, hiatal hernia, dysphagia, and adhd. Medical records provided state that patient underwent a hiatal hernia repair with 15b linx implanted on (B)(6) 2018 to treat his symptoms. Patient stated he did well other than ¿struggling with dysphagia when swallowing bread and rice for the last seven years¿. Recent imaging indicated his linx device was fractured and patient complained of persistent reflux from the broken linx. Pt then underwent linx explanation and hiatal hernia repair with partial fundoplication on (B)(6) 2025.

Manufacturer narrative:
(B)(4) date sent: 5/6/2026. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 23830, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/28/2026 additional information was received from the op notes: procedure date: (B)(6) 2018. Patient is male who underwent laparoscopic hiatal hernia repair with linx band placement (robot assisted) on (B)(6) 2018 due to gastroesophageal reflux disease with hiatal hernia. During the procedure, a hiatal hernia was noted and was the repaired anteriorly and posteriorly with multiple # 1 ethibond sutures that were secured with a tk knot device. Following repair of the diaphragmatic hernia, the posterior vagus nerve was identified and dissected away from the lower esophagus. The linx device sizer was then brought in, and the esophagus was sized at the gastroesophageal junction for appropriate linx band placement. A size 15 linx band was then brought in laparoscopically and secured around the gastroesophageal junction between the esophagus and the posterior vagus nerve. The 3-dimensional magnetic lock was engaged and was noted to be well positioned and locked which was confirmed by laparoscopic counter-tension. The sutures on the linx device were cut and removed from the abdomen. The abdominal contents were laparoscopically surveyed and hemostasis was confirmed. The linx device and the gastroesophageal junction were noted to rest comfortably within the abdomen under no tension. The procedure was completed without complications being mentioned and no device malfunction, product damage, explant, post implant medical issues, or postoperative symptoms were stated in the operative note.